Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.